Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was displaying an unknown error message whilst attempting to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began around the last week of (B)(6) 2019, between morning and afternoon. The patient manages her diabetes with combination of medications including ¿metformin 500mg 2 daily, humalog 15 units 3 daily¿ and stated that she made no change to her usual diabetes management routine in response to the alleged product issue. The patient stated that on (B)(6) 2019, between morning and afternoon, she developed symptoms of ¿shaking¿. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that the patient was not in possession of testing supplies to walk through a retest. The patient¿s products were replaced. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.